Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported, that approximately 16 months after implantation, the threshold value of this lead was increased. After further checking by x-ray, it was noted that the lead was fractured. The lead was explanted and replaced.